Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a non boston scientific guidewire became stuck in a farawave catheter. The catheter and guidewire were removed from the patient together, and the guidewire was unable to be removed from the catheter. No tissue was observed on the distal tip of the guidewire or catheter. No other issues with the catheter or its functions were reported. The guidewire and catheter were replaced with similar devices, and the procedure was completed. No patient complications were reported. The devices were disposed and are not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.